Event description:
Patient had experienced approximately 9 to 10 days of back pain. He had a known endovascular aaa repair with a CT scan that demonstrated a type I endoleak. He was sent to our emergency room with a confirmed type 4 endoleak. Surgery scheduled immediately and endografts removed. Replaced with a bifurcated graft.